Event description:
It is reported that the device was implanted in 2005 and that the patient was revised in 2009 due to pain. It was determined radiographically that the trilogy cup showed lucency and malrotation.

Manufacturer narrative:
Evaluation summary: the devices were unavailable for analysis, and the device conditions are unknown. Surgery notes from the primary surgery are unavailable. X-rays post-primary surgery and from successive patient visits are unavailable. Instruments used during the primary surgery are unknown, and it is unknown if the components were implanted with the correct orientation and correct fit as per the surgical technique. The rehabilitation regime, both physical and pharmacological, and compliance thereof is unknown. The initial complaint states that the trilogy cup showed lucency and malrotation. Representatives present at the surgery state the cup was 'well fixed and took 45 minutes to remove. Based on the given information and observations, the reason for revision may have been one or a combination of the following mechanisms: initial shell instability and/or initial press-fit condition of shell, debris between the shell and bone during implantation, improper shell size for patient, misalignment of the shell/liner assembly, impingement, poor bone quality, patient activity post-op. However, no definitive cause analysis can be completed with certainty. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.